Event description:
It was reported, that the customer went to the emergency room (ER), due to a blood glucose (bg) level of 40 mg/dl. Suspected cause was, due to the customer¿s personal profile requiring adjustments. Customer attempted to self-treat by consuming carbohydrates. During emergency room stay, the customer was treated with intravenous fluids of saline. Which reportedly, resolved the issues. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned. However, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed. H3 other text: device not returned.